Event description:
It was reported that the programmer was unable to properly boot up. The power was cycled multiple times but this did not resolve the issue. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer was unable to boot properly and therefore the media processing unit printed circuit board was replaced. Analysis also found that the power cord door was damaged, the plastic printed circuit board spacer was broken and the upper replacement handle was broken. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 2067 radiofrequency programmer head. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to properly boot up. The power was cycled multiple times but this did not resolve the issue. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.